Event description:
Procedure type: low anterior resection. According to the reporter: the instrument was fired and the surgeon removed the instrument to check the donuts. The surgeon noticed that the proximal donut was incomplete. Another device was used to complete the procedure. The surgery time was extended approximately 20-25 minutes.